Manufacturer narrative:
The field service engineer checked the alignment and washing. The engineer determined there was leaky cell rinse tubing. The engineer replaced the cell rinse assembly tubing and performed checks on the analyzer. Calibration and controls were good. The investigation determined the service actions resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.46 mmol/l and it repeated as 1.97 mmol/l.